Event description:
Fastload cta power injector syringe was loaded into the injector. The CT tech began the injection and almost immediately, a very loud pop went off alarming the patient and tech. The injector syringe filled with contrast exploded off the injector and flew directly towards the patient. The base of the contrast syringe ring completely severed from the main portion of the syringe.

Event description:
Fastload cta power injector syringe was loaded into the injector. The CT tech began the injection and almost immediately, a very loud pop went off alarming the patient and tech. The injector syringe filled with contrast exploded off the injector and flew directly towards the patient. The base of the contrast syringe ring completely severed from the main portion of the syringe.